Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 315 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their blood glucose level had not come down after a bolus. Once at the hospital the patient was treated with intravenous fluids as well as an insulin solution. The patient was prescribed metformin (500 mg) to be taken 2 times daily. The patient was released from the hospital after 5.5 hours. Upon removal of the pod after this event the patient reports the pods adhesive was loose and the cannula was found to be dislodged from the pod infusion site (abdomen).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.